Event description:
It was reported that a spectrum pump constantly displayed the close door message during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door alarm, which was reproduced. The messages were found to be caused by loose link screws. The screws were replaced.